Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision on patient's left hip due to disassociation and dislocation. Primary implant took place in 2008.

Manufacturer narrative:
An event regarding disassociation and dislocation involving a metal head that was mated with accolade stem was reported. The event of disassociation was confirmed. Device evaluation and results: device was not returned however explanted images are provide which indicated that blood stains and dark material on the metal head. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but indicated that x-ray confirms disassociation and photos confirm trunnion deformity. Further information such as primary & revision operative report, histopathology, and examination of explanted components are needed for completion of the assesment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient's had a left hip revision due to disassociation and dislocation. The provided medical information was submitted to a consulting clinician who confirmed disassociation and trunnion deformity. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that surgeon performed a revision on patient's left hip due to disassociation and dislocation. Primary implant took place in 2008.